Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
Reporter indicated a patient had the vns generator and lead removed on (B)(6) 1999 due to "infection by external material." It is not known when the infection started, but it is believed to have occurred between (B)(6) 1999. Antibiotics were prescribed. The infection is felt to be due to the implant surgery as it occurred postoperatively. It is unknown if any trauma or patient manipulation of the vns occurred. (B)(6) was noted in the wound, but the exact location of the infection (generator site or lead site) is unknown. Reimplantation of a new vns is possible, but has not occurred to date.